Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized. The cause was reported as gastrointestinal tract infection. On the same day, the patient began treatment with injection fortum (1 gram, once a day (od), route not reported) and injection vancomycin (2 gram stat and repeat every fifth day, route not reported) for peritonitis. Three days later, the patient started with injection meropenem (dose, frequency and route not reported) for peritonitis. Six days later, the patient experienced low blood pressure and was placed on a ventilator. The next day, the patient died due to low blood pressure. The patient was recovering from the peritonitis event at the time of death and an autopsy was not performed. Antibiotic treatment and pd therapy were ongoing at the time of death. No additional information is available.